Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implant procedure, the left ventricular (lv) lead "pulled back" while attempting to slit the catheter. The lv lead was re-advanced in the vein and slitting was attempted two more times with the lead pulling back each time. The lv lead was removed and a different lv lead was implanted successfully. No patient complications have been reported as a result of this event.